Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted into the hospital on (B)(6) 2017. The patient¿s hemoglobin dropped nearly 3 g/dl in 1 week and reported black tarry stools, and slight dizziness with positional changes. The patient was transfused with 3 units of packed red blood cells. On (B)(6) 2017, the upper endoscopy was normal with no evidence of active or recent upper gastrointestinal bleeding.